Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during trauma surgery, the tip of a trigen 7.0mm compression screw drill broke off in the middle of the procedure inside the patient femur head. The tip was removed with a kocher and a lag screw hole was redrilled. A new screw was implanted. Surgery was resumed, after a significant delay greater than 30 min, with a smith & nephew back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fractured along the threads, rendering the device inoperative. The device shows signs of extensive use. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per the complaint details, currently we are unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Although, the attached complaint form and photos of the broken device and outer packages provided support the complaint, they don¿t contribute to determining the clinical root cause of the reported failure. Based on the information provided, the broken compression screw tip was removed from the patient¿s femur head using a kocher and a lag screw hole was re-drilled. According to the report, the surgeon was able to implant a new screw and complete the surgery with a greater than 30-minute delay using a s&n backup device. Since there was no harm alleged to this patient because of this failure, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.